Manufacturer narrative:
Manufacturer's investigation conclusion the reported event of the controller being hot was unable to be confirmed. The reported event of the display screen, power gauge, and alarm silence button not working was confirmed via evaluation. A review of the log files contained data spanning approximately 65 days (B)(6) 2023¿ (B)(6) 2023 per timestamp). The controller internal temperature ranged from 32 to 47°c, which is within specifications; however, the internal temperature recorded within the log file cannot be conclusively correlated to the controller case temperature. All of the captured data appeared to show the system controller operating as intended. No notable alarms were active throughout the log files. The heartmate 3 system controller (s/n: (B)(6) was returned for analysis and underwent preliminary and functional testing. Self-tests were unable to be performed, the display button did not navigate display screens, the controller was unable to silence alarms, and the controller was unable to enter sleep mode. The controller was disassembled and residue consistent with dried fluid ingress and corrosion was observed on the main printed circuit board (pcb), the user interface (ui) ribbon cable, and the main pcb ui connector. The ui connector and ribbon cable were cleaned, and the ribbon cable was reseated. The system controller was re-tested and was able to pass functional testing without issue. The system controller was connected to a mock circulatory loop and temperature testing was performed on the controller for several hours. The controller did not overheat and remained within temperature specification during testing. The controller was able to operate the system for extended operation without issue. A root cause for the controller buttons not working was determined to be due to fluid ingress interfering with the user interface ribbon cable and connector. A root cause of the controller overheating was unable to be conclusively determined through this analysis. Heartmate 3 instructions for use, rev. C, section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. D, section 2 ¿ ¿how your heart pump works¿ states to perform a self-test hold the battery button for 5 seconds and then release it. Perform a daily self-test to check the function of the system controller¿s audible and visual alarms. Heartmate 3 patient handbook, rev. D,section 4 ¿ ¿living with the heartmate 3¿ explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower without the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock, or the pump may stop¿. Heartmate 3 instructions for use, rev. C,section 2 ¿ ¿system operations¿ and heartmate 3 patient handbook, rev. Section 2 ¿ ¿how your heart pump works¿ urges the user to not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c). Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. D, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's controller had overheated and although the pump symbol was on, the display screen did not illuminate and the power gauge didn't show how much power he had. The care provider exchanged their controller in the clinic on (B)(6) 2023, and even the alarm silence button didn't function. The 11v battery was removed to get it to stop alarming once disconnected. Nothing was found on the interrogation of the controller. The new controller worked as expected. Log files showed many atypical silence alarm button pressed events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.